Event description:
Medical doctor (md) deployed an protégé¿ everflex¿ 6 dia. X 80 mm self-expanding biliary stent system to the patient's right popliteal artery. Immediately after stent deployment, md noted that the stent deployment device broke off and was retained in patient's popliteal artery. Pt's vital signs stable at that time, no acute distress or pain noted. Md attempted to snare device multiple times without success. Then attempted to balloon capture piece without success. Followed by a balloon capture with snare. Piece was successfully removed. Fluoroscopy was used to conduct additional imaging to verify no additional pieces were retained. Pt's vitals remained stable, patient denied pain throughout the procedure and was resting comfortably. Device representative [redacted] with ev3 notified by interventional radiology (ir) staff.